Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a damaged battery cap issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 09/24/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/01/2015 with the following findings: the pump case was found to be free of damage: the reported pump case damage was not confirmed. A battery cap was not returned with the pump; a test battery cap, which was able to secure to the suspect pump case per the instructions for use (IFU), was used during the analysis. During the analysis, the pump operated according to the specifications.